Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported a severe hypoglycemic episode. The customer stated that the police and paramedics broke into her home and found her unconscious, with blood glucose levels too low to register. The customer was taken to he emergency room where she was treated, then released three hours later. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume and daily totals were all correct. Fund that the customer was re-using the reservoirs. Advised the customer to always change the entire infusion set every two to three days. Nothing further was reported.